Event description:
Caller reported a cgm error related to g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in no recurrence of the cgm error code.